Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, noise was noted. Noise was reproduced with arm movements and inhibition of pacing was observed. The pace/sense portion of the lead was capped and replaced. There were no adverse consequences and patient is doing well after event.